Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated become aware date to 25jan2022.

Manufacturer narrative:
Updated, become aware date to (B)(6) 2022.